Event description:
Used pill crusher with single pill and the pill crusher broke. Plastic and shards were created. Pill successfully retrieved completely intact, and another pill crusher was used for patient. Manufacturer response for pill crusher, crusher blue indiv wrapped (per site reporter). Unknown. The hospital is meeting with sourcing to obtain a new/different product due to multiple device breakages.